Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was returned in its original package. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (ablate power 220 and coagulate power 80), no alert messages were displayed. The ablation function was activated using the hand controls several times in its maximum power (maximum ablate power 380) for one minute each test, and it worked as intended. The coagulation function was activated using the hand controls several times in its maximum power (maximum coagulate power 160) for one minute each test, and it failed to work. Both modes were tested using the foot pedal several times for one minute each test, and it worked as intended. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was returned in the original packing. The tip was in used condition, tissue debris was inside the active tip, there was some residue around the manifold. The handle was in good condition, the suction tube had residue visible. The device passed electrical but not the functional tests, failing activation using hand switch coagulation (blue button) function with no button response. Further internal inspection showed evidence of saline ingress (on the pcb switch coag and mode, cut return clip, rubber button). Positive pressure testing of the suction pathway via the enteral adaptor with the distal tip occluded identified no leakage. However, when positive pressure was applied while the distal tip was submerged in water with suction tube blocked, leakage was observed at the proximal end of the return tube. No intermittent operation or abnormal noise was observed during use. Although it was unable to replicate the intermittent operation as reported, the complaint can be substantiated as the coag button issue may have been related to this. A CAPA has been raised to investigate the issue surrounding intermittent operation/ stuck button complaints. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause for the device observed condition could not be established. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporters complete facility address was not provided.

Event description:
It was reported that during rotator cuff repair surgery, the vapr clplse90 electrode w hand cntrls worked intermittently and had an abnormal noise during use. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.